Event description:
It was reported that the camera head had fluid invasion. The issue occurred during reprocessing. No other devices were connected to the subject device. The gynecological procedure was completed with another camera head with no surgical delay. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had fluid invasion. The issue occurred during reprocessing. No other devices were connected to the subject device. The gynecological procedure was completed with another camera head with no surgical delay. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unit failed leak test, pin hole in video cable, and stain on ccd. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: problems traced to the user not following the manufacturer's instructions. Olympus will continue to monitor field performance for this device.